Manufacturer narrative:
Initial and final (B)(4) - MDR 3003442380-2024-24193 - device 6 of 6.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced six infusion set cannula kinked events on (B)(6) 2024. All the events occurred within 3 hours of insertion and the sets were in use for few hours. The patient resolved all the events by replacing the infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.